Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom ac power supply cord had a broken white casing on the plug and exposed wires, it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 3725 initial.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply had a broken white casing on the plug and that wires were exposed. The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.

Manufacturer narrative:
The freedom ac power supply was returned to syncardia for evaluation. External visual inspection of the freedom ac power supply revealed the following: a broken strain relief on the hypertronics cable, exposed conductor underneath the broken strain relief, missing hypertronics connector cover, cracked hypertronics connector, arcing on the hypertronics connector receptacle pins. The evidence obtained during the visual inspection suggested that this unit has been in service for an extended period and it was reaching the end of its useful life. Functional testing determined that all operations dealing with electrical performance passed. The freedom ac power supply was capable of providing power to a freedom driver. This issue will continue to be monitored and tracked in the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply had a broken white casing on the plug and that wires were exposed. The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.